Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-12. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two sealed pegasus units. During the visual examination, it was observed that the silicon septum of the q-syte appeared to yellow. The reported issue was confirmed. Discoloration of the silicon septum can occur due to raw materials or during manufacturing, however no quality issues were found. Although the reported issue was confirmed, bd could not establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems had discolored septums. The following information was provided by the initial reporter, translated from chinese to english: "the septum was discolored before opened the package."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems had discolored septums. The following information was provided by the initial reporter, translated from (B)(6) to english: "the septum was discolored before opened the package".